Event description:
It was reported that the patient developed inflammation and abscess at the pod¿s insertion site (leg) after wearing the device for approximately 49 to 71 hours. During this period, they experienced pain, swelling, itchiness, and localized heat or burning at the infusion site, along with a blood glucose level of 13 mmol/l (234 mg/dl) and a fever. The patient removed the pod, applied a new one at a different site, and subsequently sought medical attention. They presented to the emergency department at helius klinikum (B)(6) on (B)(6), 2026, where the physician noted an inflammation, though the patient was unsure of the exact diagnosis. Treatment included a prescription for antibiotics (amoxicillin) and puncture with aspiration of the affected area. According to the patient, a follow-up visit two days later was required to reassess the site, during which an ultrasound was performed, and another puncture and aspiration were conducted to ¿remove everything.¿ the patient reported that the visit lasted approximately 2.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site inflammation and abscess. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.